Event description:
Severe post-operative inflammatory reaction [inflammation nos]. Case description: spontaneous device report, local ref. N: iol-01-1113a-s-in, argus n: 2001080252in. A physician reported a case regarding a pt, suffering from posterior sub capsular and nuclear cataract in the left eye. In 2001, the pt underwent a posterior chamber intraocular lens implantation. A ceeon lens mod.911a was implanted. Healon gv and balanced salt solution were used before the surgery. After the surgery, levobunolol hcl and artificial tears (polyvinyl acetate, povidone and chlorbutanol) were administered to the pt. The immediate postoperative period was uneventful. On the sixth day post surgery, the pt developed a severe inflammatory reaction. On the day of the event, there was a fall in vision. The following day, the visual acuity was "hm", pr accurate. A slit lamp examination, showed flare (2+), cell (3+) and an inflammatory membrane over the intraocular lens extending up to the incision rate. The pt was treated for inflammation with dexamethasone, tobramycin, prednisolone, prednisolone acetate, ofloxacin, flurbiprofen and atropine. Over two weeks later, the pt recovered. No further info has been provided. Case comment: the post operative inflammatory reaction in a reasonable temporal relation to the insertion of the iol. Info on the details of the operation and the course of the operation is not provided. Although a causal relation cannot be ruled out with certainty, other factors like irrigation fluid, and other chemicals used in the eye could have contributed to it.